Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no capture was observed on the atrial lead. Diagnostic imaging showed lead dislodgement. The atrial lead was explanted. The patient did not experience any adverse health consequences and was stable.